Event description:
Add'l info received from MFR 03/27/03: stryker medical's investigation into this report has been completed. The events described in the medical device report are not attributable to the device. Investigation revealed that the root cause of this problem was user error. The stryker service technician reported that he examined the unit and it was functioning properly. The service technician spoke with the medical center's director of engineering and the equipment technician. Both the director of engineering and equipment technician confirmed that the nurse that was using the unit did not secure the bottom screw at the head end of the frame.

Event description:
Pt with traumatic cervical spine injury with a c3-4 subluxation was placed into cervical tong traction and placed onto a stryker frame. The pt was on their back on the frame. The top part of the frame was applied and all screws secured and double checked for tightness by two nurses. The pt was turned onto their abdomen when shortly thereafter the bottom screw at the head of the frame slipped and the frame fell downward. The pt was held in place by the tongs with some hyperextension. The nurse at the head of the bed secured the frame back into position, replaced the screw and the pt was turned onto their back. The pt remained neurologically stable throughout.